Event description:
It was reported that a spectrum pump had a "bad speaker". It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was reproduced. The evaluation found insufficient solder on the speaker leads causing the reported symptom. The rear case was replaced.